Manufacturer narrative:
Investigation summary: bd received one unused sample from the customer facility for investigation. The sample was evaluated and no issues were observed, although the sample had exceeded expiration one day following receipt therefore further testing could not be conducted. As no photos were received, the customer's indicated failure mode for oil gel globues with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for oil gel globues with the incident lot was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes formed gel globules, causing erroneous results. No report of injury or medical intervention. No report of blood exposure to mucous membrane.